Event description:
An intrauterine cervical cone was inadvertently left in a pt after a surgical procedure. The pt found the device shortly after being discharged from the user facility. The user facility was contacted on numerous occasions, but will not provide any add'l details pertinent to the event.